Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a pacemaker infection. The device was explanted and replaced on (B)(6) 2020. The patient was stable.